Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath was selected for use. The sheath is porous despite the surgeons best practices; another sheath of the same reference but with a different lot number was used instead. There were no consequences for the patient.